Event description:
It was reported the patient underwent a left knee revision approximately four years post-operatively due to tibial pain and possible loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00135, 0001822565-2021-01686, and 0002648920-2021-00160. Concomitant medical products: femoral component precoat size f left catalog#: 00596001651 lot#: 63411462. Articular surface size ef 10 mm height catalog#: 00596204010 lot#: 63579721. Report source foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its current location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately four years post-implantation due to a deficient posterior cruciate ligament. Attempts have been made and no further information has been provided.